Event description:
It was reported that the patient experienced the onset of pain on (B)(6) 2010. A pump alarm was heard but not confirmed by telemetry. An estimated replacement indicator (eri) occurred; the pump's battery was depleted. The patient's pump was explanted and replaced (B)(6) 2010. No (B)(4) study or dye study was performed. The patient recovered without sequela. The medication administered via the pump was dilaudid 13.3 mg/ml concentration at a daily dose of 4.693 mg/day.

Manufacturer narrative:
Final device analysis was completed and revealed the synchromed ii battery resistance was high.